Event description:
It was reported that patient underwent primary hip procedure on (B)(6), 2011. Patient underwent revision surgery on (B)(6), 2012 due to infection. The joint space was washed out and the acetabular liner, femoral head and taper adapter were removed and replaced. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. A review of the complaint database showed no similar complaints for this item number. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 3 mdrs relating to the same reported event. Please also see mdrs 3002806535-2012-00013 and 1825034-2012-00091. This report filed (B)(6), 2012